Event description:
A surgoen reports an intraocular lens (iol) was implanted in 2002 in the eye of a pt with weak zinn's zonules. Since the iol was implanted, a haptic has come out over the iris twice. In 2006, examination revealed that the front haptic had detached and the iol was located at the fundus. There was no capsule observed. In 2006, the iol was removed. The iol was not replaced. The pt's present condition is good.